Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose value of 23 mmol/l. Customer's current blood glucose value were 15.9 mmol/l. The customer was treated with insulin pump and manual injections for high blood glucose values. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer did not allege that the insulin pump was under delivering insulin. The insulin pump passed the high pressure test. The customer was advised to change the entire set, reservoir and insulin and treat as per healthcare professional¿s instruction. Troubleshooting was performed and the device is not expected to be returned for analysis.